Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2026 wherein the lead was repositioned. Effective therapy was restored.